Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low-speed advisory can be confirmed based on the submitted log file. The log file contained approximately 34 days of data, spanning from 17may2019 05:09 to 20jun2019 13:08, per the timestamp. A low-speed advisory on 05jun2019 23:31, where the pump's speed dropped below the low-speed limit. The pump speed returned to the set speed and remained above the low-speed limit for the remainder of the log file. No other unusual events were captured in the log file. A specific cause for the low-speed event cannot be conclusively determined. Per the vad coordinator, no equipment was exchanged at the time of the event. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, titled "alarms and troubleshooting", outlines all system controller alarm including low-speed advisory alarms as well as the appropriate actions associated with them. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient remained ongoing on vad support until they underwent a device exchange due to suspected driveline damage at another facility (exchange will be reported in MFR#2916596-2019-05347).

Manufacturer narrative:
Approximate age of device- 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a low pump speed of 5300 on (B)(6) 2019. This event happened while they were connected to a power module. Log file analysis stated there was not enough evidence in the log to confirm a short-to-shield at this time and recommended further monitoring for anymore low speed or pump stop events.